Manufacturer narrative:
Continuation of medical devices: dtba1d1 crt-d implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed to a sepsis and (B)(6). Vegetation was also noted on the right ventricular (rv) lead. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.